Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain coverage. Impedance check revealed multiple disconnected electrodes. Adequate pain coverage was not achieved by reprogramming. The scs system was explanted.